Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, collared pin broke off in patient's femur during primary tkr surgery, part remaining in-situ. Part snapped when it locked the block to femur. Incident caused 2 hr delay, no adverse outcome to patient. Additional information received from distributor on 05/24/2021: medical facility information. (B)(6).